Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the IFU, device migration or malposition and subsequent cia requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, based on the information provided by the initial reporter, it appears that the root cause of the reported event is possibly related to a combination of procedural (first valve was deployed slightly too ventricular resulting in native leaflet overhang) and patient factors ( bulky calcified aortic native annulus with calcification on the leaflet tips). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist (cs), during the transapical tavr procedure, post deployment the valve was noted to have been placed in a 60:40 ventricular position. Post deployment echocardiogram showed the patient's native valve leaflets hung over the top of the 23mm sapien valve, which were causing the patient to have wide open ai. In order to troubleshoot, the decision was made to implant a second valve. A second valve was prepped and placed slightly more aortic 55/45, within the initial valve, to pin back the native valve leaflets. The patient soon after became stable and was able to be closed in the normal fashion. Additional information provided by the cs, indicated that the patient's native leaflets were calcified at the tips only, the patient's aortic valve had bulky calcification, the patient's aortic root was moderately calcified, the patient had moderate ventricular septal hypertrophy, mild mitral annular calcification (mac), the lv ejection fraction was 60%, the sinotubular junction (stj) diameter measured 23.7mm, and the sinus of valsalva (sov) diameter measured 28mm. Additionally, the image intensifier angle and coaxial alignment were noted to be good, balloon inflation was held for more than 3 seconds during deployment, and there was no loss of pacing capture during valve deployment.